Manufacturer narrative:
Philips cannot rule out a malfunction of the device, as information for the reported time of event, which was needed to perform a full investigation, was not provided by the customer and the exact cause for the reported issue remains unknown. A customer biomed connected a patient simulator to the monitor, and it was performing within specifications; there was no problem with the monitor. Review alarm screen images received and reviewed by a philips complaint investigator show a message of "cannot analyze ECG at 19:35:59", however, there was no further data until a "non-sustain vt" message at 20:27:28, followed by a red vtach alarm at 20:27:30. Images of patient strips confirmed the ***vent fib/tach alarm at 19:21:37 and the alarms starting at 20:27, as seen on the review alarm screen. An image of the trend review screen show the heart rate (hr) at 60bpm from 20:11 to 20:17 with 20:18 being at 61bpm. However, strips of the reported time of the event, 20:15, were requested, but were not provided for analysis. There have been no subsequent calls logged for this device/issue, and the device remains at the customer site. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A clinical user claims the monitor, mp30 bed# 6330 door, did not trigger a slow vtach alarm; no audio or visual alarms. The date/time of incident was (B)(6) 2018 at 8:15 pm the patient had a cardiac arrest and was treated with multiple life sustaining medications.